Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded an error message indicating the device voltage is too low for the projected remaining capacity. This device remains in service. No adverse patient effects were reported.